Event description:
It was reported that patient presented in clinic for follow-up. It was noted that patient had right atrial lead noise that resulted in oversensing and inappropriate automatic mode switch. Programming changes were made. Patient had no consequences.